Event description:
It was reported that the device had been recently implanted and the patient had an infection. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.